Event description:
It was reported that the symptomatic patient presented via merlin.net. Transmission revealed that the pulse generator was in back-up vvi mode. The patient was brought into the clinic for further troubleshooting. The device was successfully downloaded. The patient's condition before, during and after device interrogation was stable.